Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. A device software download was successful. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.